Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 551 mg/dl. A bolus via the pump and insulin injections were used to address the bg level. The cause of the high bg was not known. The customer was to speak to a healthcare provider regarding the event and to check the pump settings.